Manufacturer narrative:
A visual examination of the returned resolution clip device revealed that the device was half deployed and the slider cover was in place and intact. The clip assembly and the handle's cross pin and spring were not returned. It was also noted that there was a kink in the control wire. This failure is likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the cecum during a colonoscopy procedure performed on (B)(6) 2016. Reportedly, the patient had returned to the hospital for a delayed bleed resulting from a biopsy procedure performed on (B)(6) 2016. According to the complainant, during the procedure on (B)(6) 2016, the resolution clip grasped and locked onto tissue; however, the clip failed to release from the catheter. In an attempt to deploy the clip, the nurse actuated the handle of the device numerous times, however the handle broke. The clip successfully deployed after the nurse used a pair of hemostats to manipulate the control wire of the device outside of the scope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported issue of clip difficult to release from the catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the cecum during a colonoscopy procedure performed on (B)(6) 2016. Reportedly, the patient had returned to the hospital for a delayed bleed resulting from a biopsy procedure performed on (B)(6) 2016. According to the complainant, during the procedure on (B)(6) 2016, the resolution clip grasped and locked onto tissue; however, the clip failed to release from the catheter. In an attempt to deploy the clip, the nurse actuated the handle of the device numerous times, however the handle broke. The clip successfully deployed after the nurse used a pair of hemostats to manipulate the control wire of the device outside of the scope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.